Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the needle driver instrument with an alleged issue to perform failure analysis. An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on site and completed maintenance which passed all requirements. The system was tested and verified as ready for use. The complaint was not confirmed based on the field evaluation.

Event description:
It was reported that during a da vinci-assisted surgical procedure, grip strength issues were noted with needle driver instruments installed on universal surgical manipulator (usm) #4 and sometimes usm #2. The customer explained that when trying to grasp needles with the needle driver instruments, the needle would often fall out. The customer stated they could use the monopolar curved scissors (mcs) instrument with no issue when installed on the usms. The customer was preparing to begin a procedure and the intuitive surgical, inc. (Isi) technical support engineer (tse) recommended reseating the sterile adapter if the issue persists. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer noted 3 instances of a needle falling inside the patient. The exact procedure dates are unknown. The customer also reported an issue with closing scissors. The customer indicated that when the issue with the tips of the instrument would occur, the instruments had to be manipulated manually in order to get them to work properly. At the time a needle fell inside the patient, the surgeon was sewing the cuff of the vaginal wall. The assistant stated that multiple surgeons had an issue with the arm malfunctioning. It is unknown how long the needle driver instrument was in use prior to the issue. The instrument did not collide with any other instruments or other hard materials during the surgical procedure. The instruments were not removed during the surgical procedure prior to the issue. The surgical staff did feel any resistance while removing the instrument through the cannula. Upon final removal of the instrument, it is unknown if the wrist of the instrument was straightened. The surgical staff did not notice any damage to the cannula after the event occurred. However, damage was noted to the instrument(s). No additional surgical procedure was required to remove the needles. No post-operative tests such as an x-ray or ultrasound, were performed to check for remaining fragments. The procedure was completed robotically with no injury to the patient. The customer was unaware if the patient returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object. The customer was unaware of what specific instruments were in use during the procedure.